Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, inappropriate mode switch episodes were observed due to noise anomaly on the right atrial lead. Programming modifications were discussed. The patient¿s condition was stable.

Manufacturer narrative:
The previously reported MDR event description was incorrect, which mentioned that programming modifications were discussed; the MDR event description should mention that atrial noise was reproduced in clinic and programming modifications were performed.

Event description:
It was reported that the atrial lead noise was reproduced in clinic. Programming modifications were performed. New information received notes that atrial lead noise is still ongoing. It was noted that the noise was reproducible with myopotentials. The patient¿s condition was stable. No further information was reported.